Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with the variable impedance measurements recorded by the pulse generator. The most significant fluctuation was observed when the impedance value doubled, then suddenly decreased the following day. It was noted that the impedance problem was exhibited with use of a competitor lead. The clinic will continue with scheduled monitoring. There were no patient symptoms or interventions reported.